Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25464. The patient has a pns and scs system. The event is related to the pns system. It was reported the patient is not receiving stimulation. Diagnostics revealed no anomalies. Reprogramming was unsuccessful. The physician believes the patient has significant scarring around the leads which is causing a loss of therapy. The patient was referred to a neurosurgeon and will undergo surgical intervention to address the issue at a later date.